Manufacturer narrative:
On december 24, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, there was no visual damages or anomalies that were observed. Additional information was also received, and it was reported that the patient was discharged from the hospital. The patient was anticoagulated during the case. There were no issues related to temperature or flow with the catheter. The irrigation setting was 30 ml/min. The irrigation rate was not used outside of those prescribed. Heparinized normal saline was used as irrigation fluid. The generator was used in power control mode at 40 watts and a temperature cut-off at 43 degrees. The duration of the ablation used was greater than 60 seconds. The pre-ablation setting was of 2 seconds. Carto visitag module was used during the case. The color option used prospectively was impedance. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was noticed that the concomitant products was inadvertently omitted from the 3500a initial MDR submitted to FDA on (B)(6) 2019. The product has now been added to section d11. Concomitant med products. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary : it was reported that a female patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with navistar® rmt thermocool® electrophysiology catheter and suffered a steam pop, cardiac tamponade and cardiac arrest requiring pericardiocentesis and open-heart surgery. During the ablation phase, and during the final radio frequency (rf) application, along the right ventricle (rv) free wall, the impedance spiked on the generator and ablation was stopped immediately. The anesthesiologist then reported that the patient was unresponsive, and their blood pressure had dropped. The intracardiac echo (ice) revealed a large pericardial effusion. The patient was intubated and a pericardiocentesis was performed. Blood was drained but a clot had formed in the pericardial space and then drainage was no longer possible. The patient then went into ventricular fibrillation, where two (2) cardioversions and cardiopulmonary resuscitation (CPR) were administered. The cardiothoracic surgeon was called, and the patient's chest was opened in the lab. At the time of the call the patient's pressure was stable in they were in sinus rhythm. The device was visually inspected, and it was found in good condition. The magnetic and temperature features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference (B)(4).

Manufacturer narrative:
(B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30250765m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with navistar® rmt thermocool® electrophysiology catheter and suffered a steam pop, cardiac tamponade and cardiac arrest requiring pericardiocentesis and open-heart surgery. During the ablation phase, and during the final radio frequency (rf) application, along the right ventricle (rv) free wall, the impedance spiked on the generator and ablation was stopped immediately. The anesthesiologist then reported that the patient was unresponsive, and their blood pressure had dropped. The intracardiac echo (ice) revealed a large pericardial effusion. The patient was intubated and a pericardiocentesis was performed. Blood was drained but a clot had formed in the pericardial space and then drainage was no longer possible. The patient then went into ventricular fibrillation, where two (2) cardioversions and cardiopulmonary resuscitation (CPR) were administered. The cardiothoracic surgeon was called, and the patient's chest was opened in the lab. At the time of the call the patient's pressure was stable in they were in sinus rhythm. The patient¿s outcome is reported to be recovered and was still in the hospital. Extended hospitalization was required as a result of the adverse event. The physician¿s opinion on the cause of the adverse event is that it was procedure related. There were no error messages on any biosense webster, inc. Products during the procedure. A steam pop occurred during the ablation phase. A small sized hole found after thoracotomy. Transseptal puncture was performed using the st. Jude medical brk transseptal needle. Ablation was not performed prior to noting the pericardial effusion. The irrigation catheter setting was set to 30 ml/min.